Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining a blood glucose reading of 205mg/dl on the subject meter and alleged that it read inaccurately high compare to their feelings and/or normal readings. The patient also reported obtaining a blood glucose reading of 130mg/dl on another meter; however, the time difference between these readings exceeded 30 minutes. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of humalog on (B)(6). The patient reported developing symptoms of ¿headaches and lethargic one to two days later. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca confirmed that the test strips failed a control solution test, with results higher than the accepted range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.